Event description:
The customer reported an s-cal calibrator vial leaking while mixing and the s-cal cap came off the container. The operator was wearing gloves and laboratory scrub clothing. The calibrator spilled on the floor, the counter and the cabinet doors and on the front of the customer's scrubs and pant legs. The customer went home to change clothes then had her blood drawn for potential biohazard exposure testing. The customer stated that she received the calibrator from another facility. The other facility used one vial of calibrator and sent the remaining via to her. The customer did not initially observe any leaks from the calibrator. There was no exposure of potential biohazard to mucous membranes or to open lesions.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between 01/01/2008 and 10/23/2010 of complaints for additional reportable events. Product was replaced at the time of the event. Based upon available info the root cause is unk.